Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 475 mg/dl and treated with manual injection. Customer stated that the cannula was bent when they takes it out of the body. Customer performed displacement test, insulin pump passed and alarmed with no reservoir detected. Customer declined troubleshooting for high blood glucose and bent cannula. The devices will not be returned for analysis.